Event description:
"During the patient's chemotherapy, the catheter detached from the port. The patient received oxaliplatin, which leaked. The catheter then migrated to the heart, where it was retrieved by interventional cardiology. The tubing is available, however, the rest of the implantable port has not yet been removed."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st305 sm set sil 6,5f IV reference (B)(4) from batch 37046689. Device history record. Batch record file number 37046689 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on this batch released in june 2025. Summary of investigation. The catheter of the involved device was returned for investigation. However, no x-ray pictures and no completed form "request for information - acces port incident " were transmitted for investigation. Recurrence study: no recurrence was detected on the involved kit / raw material batches. However, three other catheter disconnections occurred in the same hospital. Visual inspection of the returned device. We only received the involved catheter. No defect is visible on it. Dimensional measures. The outer and inner diameters of the used catheter were verified: all are compliant with the defined specifications. Pull test at the juncture access port-catheter. A pull test was performed on the used catheter with an unused access port coming from our reserve stock. The pull test result is compliant with the requirement: the disconnection force obtained is more than twice superior to the iso 10555-6 standard requirements. Raw material historical review: the batch records of the catheters, of the connection ring and of the access ports housing included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause. The performed investigations have confirmed the compliance of the catheter used by the end customer. Also, according to the received information, the root cause of this catheter disconnection is probably due to wrong handling by the medical staff. The IFU specifies the connection method to well connect the catheter and the access port housing with the connection ring. Conclusion. Our manufacturing process was checked, and no deviation was found. Also, the dimensional and functional tests performed on the complaint catheter were all compliant. The catheter disconnection seems to have resulted from a probable handling error by the medical staff. It is worth noting that three other catheter disconnection complaints were initiated by the same end customer concerning another access port batch. Those incidents were communicated to marketing team in order to check the implantation practices of the concerned hospital. Catheter disconnection is a known complication for which the complaint rate remains low. No other corrective action is currently envisaged as IFU already gives recommendations to avoid this type of incident.